Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitor right ventricular (rv) lead presented to the hospital following an episode of syncope. Despite a lower rate limit of 60 bpm, the patient was observed to have a lower heart rate and was transferred to the implanting hospital for further review. When interrogated at the second facility the device demonstrated normal function. The patient was then monitored via holter for 72 hours, again with no further episodes. The device was programmed to voo mode at 60 ppm and the patient discharged. Several days later the patient experienced another syncopal episode and was observed with a heart rate of 37 bpm. The patient was subsequently placed on a temporary pacemaker and again transferred to the implanting facility where a final instance of a heart rate below the programmed lower limit was observed. A revision procedure was performed wherein the device was explanted and replaced. Subsequent review of device data by boston scientific technical services (ts) found an automatic polarity switch had occurred several months prior due to an out-of-range rv pace impedance measurement with stored events suggesting non-physiologic signal consistent with a lead integrity issue. An episode of an apparent ventricular tachyarrhythmia was observed prior to device repgramming; it was noted that because the device was programmed voo no subsequent tachycardia episodes were stored to the device for further review. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. [Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.